Event description:
The manufacturer was informed that perceval valve size 21 was implanted on (B)(6) 2022. Reportedly, although it was not observed during the operation on (B)(6) , it seemed that regurgitation from the annulus still remained. The circulatory dynamics of the left heart system worsened due to the regurgitation, and a hematoma accumulated in the left atrium. Thus, on (B)(6) 2022, re-operation was conducted. Based on the information received, the replacement with perceval was considered, but surgeon was concerned about remaining of regurgitation. As such, crown valve size 19 mm was selected to be implanted instead.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The manufacturer is following up on this event. A follow up report will be submitted upon receipt of further information. Unknown disposition.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h6.

Event description:
The manufacturer was informed that perceval valve size 21 was implanted on (B)(6) 2022 through median sternotomy due to stenosis. Reportedly, although it was not observed during the operation on (B)(6), it seemed that regurgitation from the annulus (perivalvular leak) still remained. The circulatory dynamics of the left heart system worsened due to the regurgitation, and a hematoma accumulated in the left atrium. Thus, on (B)(6) 2022, re-operation was conducted. Based on the information received, the replacement with perceval was considered, but surgeon was concerned about remaining of regurgitation. As such, crown valve size 19 mm was selected to be implanted instead. Based on the additional information received, the concomitant procedure was removing a thrombus in left atrium. Reportedly, impella will be planed after the surgery. Based on the medical judgement, a perivalvular leak was missed on 26 september perceval case. Therefore, it is thought that the volume accumulated in patient's left heart diameter and hematoma formed in the left atrium until the 4th postoperative day.

Manufacturer narrative:
Since the device was not returned to the manufacturer for further investigation, the definitive root cause of the reported event cannot be established. However, from the document review performed, no device deficiencies were identified. Based on the information provided pvs21 was explanted and cna19 was implanted instead. Comparing the sizing table for these two valves (pvs21: aortic annulus diameter is 19-21 mm; cna19: inside diameter is 15.4 mm, and outside diameter is 18.6 mm), points into mis-sizing as a possible cause of the reported regurgitation event. Since no information regarding the exact patient annulus and if the crown valve was implanted supra-annular or intra-annular is available at this time, this cannot be ultimately confirmed. Should further information be received in the future, a follow up report will be provided.